Manufacturer narrative:
Device evaluated by MFR.:synergy ii us mr 2.25 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal damage. Stent strut rows 4 and 5 from the proximal end of the stent were lifted and pulled distally. The crimped stent od (outer diameter) of the undamaged portion was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed a kink in the mid shaft at approximately 3.5cm distal of the hypotube/mid shaft bond. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal circumflex artery. A 2.25 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a stent strut on the proximal portion of the stent was noted to be lifted. Subsequently, a 2.25 x 28 synergy drug-eluting stent was implanted in the distal circumflex artery and another 2.50 x 28 synergy drug-eluting stent was implanted in the mid circumflex artery, and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal circumflex artery. A 2.25 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a stent strut on the proximal portion of the stent was noted to be lifted. Subsequently, a 2.25 x 28 synergy drug-eluting stent was implanted in the distal circumflex artery and another 2.50 x 28 synergy drug-eluting stent was implanted in the mid circumflex artery, and the procedure was completed. No patient complications were reported and the patient's status was fine.